Event description:
A review of service data detected a reportable problem. During servicing, electrode belt sn (B)(4) failed the hipot and fall-off tests. The last patient to use this electrode belt did not report any deficiencies.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. Upon service evaluation, the pulse wire in the distribution node (dn) to front therapy electrode (te) cable was shorted. The cause of the failed hipot and fall off tests was the shorted pulse wire. The root cause of the shorted wire was unable to be positively determined. No adverse event resulted from the shorted pulse wire. The last patient to use this electrode belt did not report any deficiencies.